Manufacturer narrative:
H3, h6: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a healthcare professional, the consumer experienced pain, blurry vision and developed grey spot around pupil in the eyes after wearing contact lenses. These symptoms were reported to have occurred twice while wearing the same lenses, however, no specific dates or additional details were available. The consumer consulted an ophthalmologist, but no further medical information was available at the time of reporting. The consumer discontinued contact lens use and switched to spectacles. The current status of the consumer eyes condition was symptoms continuing at the time of this report. Additional information has been requested but not yet received.